Event description:
Patient received therasphere treatment 2005. Successful treatment to right lobe of liver without complications. Patient returned home the next day. At home they developed pain in lower abdomen, not over area of liver. They then developed nausea and vomiting.bowel movements were infrequent. They were admitted to local hospital, where they received IV fluids and medications for nausea and vomiting and treatment with laxatives. They began havin bowel movements about three days after admission. They began to feel and the nausea and vomiting ended. They were released from the hospital in a week later. Thereafter, they appetite and energy levels were fairly good, and bowels were moving satisfactorily. There was no rectal bleeding. Patient has felt fairly well since getting out of the hosptial and has been up and about, driving their car.